Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction drive tube leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot m340 was conducted. There were no non-conformances related to the complaint. This lot met all release requirements. A review of kit lot m340 shows no trends. Trends were reviewed for complaint category, drive tube leak/break. No trends were detected for this complaint category. At the time of this report, the analysis of the returned smart card and photographs are still in process. A final report will be filed when the analysis is complete. Comp-(B)(4).

Event description:
The customer contacted mallinckrodt to report they experienced a drive tube leak/break with their cellex photopheresis kit ("kit") during an extracorporeal photopheresis (ecp) treatment. The customer reported they observed a blood leak on the drive tube and drive tube assembly after the treatment had been completed. The patient was disconnected, and the customer was unloading the kit at the time the blood leak was observed. The kit return was requested; however, the customer discarded the kit. The customer returned the smart card and photographs for investigation.

Manufacturer narrative:
The customer provided photographs for evaluation. The complaint kit was not returned. Review of the customer provided photographs verified the drive tube leak, as blood can be seen on the drive tube near the tri-connector. A potential cause of a drive tube leak is due to an insufficient bond between the drive tube and tri-connector joint; however, this could not be verified based on the photographs provided. A material trace of the drive tube used to manufacture lot m340 did not find any non-conformances. A device history record (DHR) review identified one non-conformance. The non-conformance involved a leak identified at the drive tube and tri-connector joint during lot release testing. As a result, 32 sterilized kits from lot m340 were subjected to a 4-hour integrity test (i.e., simulated use test) followed by a leak test at a pressure of 300mmhg. No leaks were observed during testing of the kits. The reported drive tube leak is verified based on the photographs provided; however, a definitive root cause for the leak could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). N.s. 08-jan-2025.